Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that the therapy stopped working after a urinary tract infection (uti) which occurred 2 weeks ago (¿or more¿) and they then got another one after that. The patient saw their doctor and was put on prophylactic antibiotics. The patient also had a uti which started one week prior to having the ins put in (B)(6) 2015. It was noted that they had a little trouble at first but it took a while for them to get adjusted and for a couple of months the patient was dry 90-05% of the time. The patient was now ¿real wet¿ and that urine was ¿dropping¿ constantly. The patient was on program 3 at 1.6 volts as of (B)(6) 2015 and changed to program 4 at 2.9 volts on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0lfj6, implanted: (B)(6) 2015, product type lead. (B)(4).